Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during the end of the ligation phase, they pulled the hemopro 2 wand out to clean jaws and noticed the metal wire separated from the jaw. They were not aware of when the malfunction originally occurred. They ceased the use of the device and completed the vessel harvesting with an open technique without any further incidents.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during the end of the ligation phase, they pulled the hemopro 2 wand out to clean jaws and noticed the metal wire separated from the jaw. They were not aware of when the malfunction originally occurred. They ceased the use of the device and completed the vessel harvesting with an open technique without any further incidents.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. However, a photograph was provided by the account. A photographic inspection was conducted on (B)(6) 2020. Signs of clinical use and heavy amounts of blood was observed on the jaws. Charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the base of the hot jaw to the tip of the hot jaw with the tip of the heater wire detached from the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. Based on the photographic inspection, the reported failure "material twisted/bent wire" was confirmed. A lot history record review was completed for lots 25153254, 25153314, and 25153391 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.